Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed. The laa ostium measured at 23-24mm with a pressure if 10-12 mmhg. A 31mm watchman flx¿ left atrial closure device was advanced via a watchman access system. The watchman flx¿ left atrial closure device was deployed in the laa and with the first contraction of the heart, the closure device jumped out immediately. The laa was approached again with the same 31mm watchman flx¿ left atrial closure device; however, the closure device jumped out of the laa again. It was noted that the compression was too high. The closure device was recaptured and removed. A 27mm watchman flx¿ left atrial closure device was then advanced and deployed. A tug test was performed and the device was well placed with a complete seal noted. After releasing the 27mm watchman flx¿ left atrial closure device in the laa, it jumped out and there was an inferior shoulder of 11-12mm. Within 2-3 minutes, the closure device moved into the left atrium (la) with a measured shoulder of 13-14mm. An attempt was made to snare the closure device; however, after the first manipulation the closure device embolized. The closure device was caught in the la with the snare. The physician tried to pull it in the watchman access system; however, this was not possible. The physician released the closure device and it went into the descending aorta. Access was obtained via the right femoral artery and a 16f introducer sheath and then a snare were inserted; the closure device was removed. Afterwards, a 30mm watchman closure device was successfully implanted. There were no patient complications and the patient was in a stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient died 4 days post procedure as a result of an infectious vascular access site complication due to the required percutaneous retrieval procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the physician that the watchman flx¿ embolization did not cause any significant stress or hemodynamic compromise. The removal procedure took about 2 hours. Arterial access for the snare was obtained via femoral puncture and an arterial vascular closure device was used. It was previously reported that the patient¿s death was a result of an infectious vascular access site complication due to the required percutaneous retrieval procedure. However, it was further reported by the physician, the patient¿s condition worsened after the procedure and ultimately culminated in death, but there was not likely an infection of the groin. Rather, the physician feels the patient experienced systemic inflammatory response syndrome (sirs), which he feels originated due to the patient¿s low reserve and the additional time taken for the device removal.